Event description:
Trufreeze passed testing phase initially prior to case. With patient in the room and just prior to using it, tested again and would not freeze. New one acquired and it worked. Equipment never touched the patient.